Event description:
The customer reported to olympus that during installation, the evis exera iii video system center did not display an image. There was no serial digital interface (sdi) output on sdi1 or sdi2. In speaking with olympus technical assistance support (tac) via phone, the customer was instructed to move the sdi video and change the monitor input to composite. The video image appeared on the monitor. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the sdi1 and sdi2 components did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective/faulty printed circuit board. Olympus will continue to monitor field performance for this device.